Manufacturer narrative:
Date of event: unknown; symptoms were reported as 1 - 2 months ago. Slit lamp photo dated (B)(6) 2016. If explanted; give date: na (not applicable) to date, there is no indication that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2010 ((B)(6) 2010). The patient complained of blurry vision 1 or 2 months ago. The doctor observed ''whitey'' optic part through the slit lamp on (B)(6) 2016. Patient current vision 0.9 (20/22) and corrected vision 1.0 (20/20). The patient's visual acuity following implant in 2010, was 0.6 (20/33) and corrected vision 0.7 (20/29). No treatment has been performed. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; therefore, was not available for investigation. Photo evaluation: the customer did provide a slit lamp photo of the lens implant. A review of the photo notes that it seems like there is a whitish opacity; but it is unknown if it is on the surface (anterior or posterior) or within the lens. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to this complaint. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.